Event description:
The manufacturer was informed that during a transurethral resection procedure, an unspecified cable/cord was reportedly laying on the patient and caused the patient's skin to burn. The burn to the patient was observed after the procedure was completed. No additional details regarding the patient and cable were reported.